Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown; however, may have been related to the patient falling forward on their catheter which pushed it in too far. The treatment for the peritonitis and the patient's outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.